Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed calcified body fluid on the distal shocking coil. Insulation abrasion through to the conductor coils approximately 24-26 centimeters from the is-1 terminal pin was also observed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. Analysis concluded that the reported clinical observations involving this lead could have been the result of the damage observed by the laboratory.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise. There was no pacing inhibition or inappropriate therapy delivered. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.